Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(4) care north america. A peritoneal dialysis (pd) clinical manager contacted (B)(4) by sending a complaint form to report that needle detaches from the syringe easily. This is a potential for needle stick injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).